Event description:
(B)(4) trial. It was reported that subsequent to percutaneous coronary intervention procedure, a side branch stenosis occurred. In (B)(6) 2013, the patient diagnosed with stable angina and underwent a cardiac catheterization. Target lesion was a 90% stenosed lesion located in the proximal left anterior descending (lad) artery with a reference diameter of 3.5mm and a lesion length of 15mm. The lesion was pre-dilated using an unspeciified balloon catheter and placement of a 3.50 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. The patient was discharged 2 days post-procedure on dual antiplatelet therapy. Baseline core lab angiography revealed 0% side branch stenosis at 2nd diagonal. Post procedure angiography revealed 70% 'branch percent stenosis in 2nd diagonal.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).